Event description:
It was reported that during the port placement procedure, the needle allegedly had a hole in its hub. It was further reported that the needle allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Expiration date: 03/2026.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation. One video was provided for review. The video shows a clinician trying to infuse with a syringe attached to the introducer needle. The investigation is confirmed for the reported fracture and fluid leak issues, as upon infusion, leakage was noted from the introducer needle hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2026), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the port placement procedure, the needle allegedly had a hole in its hub. It was further reported that the needle allegedly leaked. There was no reported patient injury.